Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided if implanted, give date: unknown/not provided. If explanted, give date: lens remains implanted, therefore, not explanted. Phone number: (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a lint-like attachment was observed on the surface of the intraocular lens (iol). The foreign matter was observed when the lens was in the eye of the patient. It was indicated that the foreign material was taken out of the eye and the lens remains implanted. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Additional information: three (3) sections of the returned tape (the received tape that was observed attached on the returned outer box) were evaluated one more time using magnification. The material in question was not identified at any part of the 3 sections evaluated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 5/6/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the pcb00v sample (only preloaded insertion device returned as the lens remains implanted) was received in a in the original box. A piece of tape was observed attached on the lens outer box. Customer stated that the lint in question has been taped on the outer box. A video recording was also returned for evaluation. Visual inspection using microscope magnification was performed. No broken components or manufacturing defects were observed on the returned preloaded device. Also, no defects at the cartridge component, plunger, rod, nut, upper/lower bodies, that could impair functionality in the device, or lead to get debris or particles issue. During sample evaluation with the engineering personnel and quality technician, the material and/or lint in question was not identified on the returned tape attached on the lens box. Therefore, the returned tape could not be sent for material analysis in this case. However, the returned video recording was evaluated by the engineering subject matter expert. Based on the video it is not possible to determine if the foreign material was originated as part of the manufacturing process. Based on the performed investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.